Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6)2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012 and (B)(6) 2012 additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected gore mesh, small bowel obstruction and resection, severe abdominal pain, extremely dense adhesions, gore mesh was reapproximated, enterocutaneous fistula formation, wound infection, dense adhesions within two separate holes in the small bowel and mesh, draining bile out of the wound, placement of new mesh to repair resulting defect. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions . The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: ¿on (B)(6) 2009: (B)(6) hospital. (B)(6), do. Emergency department visit. Complains of epigastric and left lower quadrant pain off and on for past few days; worse this morning. Abdomen: tenderness epigastric, left lower quadrant. Midline vertical scar the length of abdomen with ventral hernia in epigastric area; hernia not reducible. Impression: abdominal pain from incarcerated ventral hernia. Admit. ¿ on (B)(6) 2009: (B)(6) hospital. Nurse notes. Weight: 73.48 kg (converted to 162 lbs.) ¿on (B)(6) 2009: (B)(6) hospital. (B)(6) md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: abdominal pain. Findings: subtle umbilical hernia containing small bowel loops. Postsurgical changes seen involving bowel in left pelvis. Impression: ventral hernia. No bowel obstruction. Diffuse diverticulosis in colon without acute changes. ¿on (B)(6) 2009: (B)(6) hospital. (B)(6) md. History and physical. Presents with abdominal pain; states mid-epigastric pain for past 4 days but suddenly intensified last evening. Feels like somebody standing on abdomen; radiates to left flank. Has not had previous similar episodes, but has known of ventral hernia for period of time. Nausea, no emesis, fevers at home to 99 degrees fahrenheit. No loose stools. Surgical history: total abdominal hysterectomy, bilateral salpingo-oophorectomy complicated by bowel perforation with re-operation, gastric bypass. Medical history: depression, obesity. Denies tobacco or regular alcohol use. Has not had previous ventral hernia repair, does not have mesh. Abdomen soft, tender, partially reducible hernia in mid epigastrium. Prominent midline incision. Imaging studies: CT scan reviewed; ventral hernia noted containing transverse colon, no evidence of obstruction. Small umbilical hernia containing small bowel loops. Impression: abdominal pain centered over ventral hernia. Concerned patient may have incarcerated ventral hernia leading to symptoms. Plan: exploratory laparotomy with repair of ventral hernia to determine at surgery if hernia needs to be repaired with mesh or can be repaired primarily, especially if signs of infection. Discussed risk of hernia recurrence with adhesiolysis, risk of enterotomy, which patient experienced before. Did also discuss alternative of observation; wished to proceed with surgery. Keep nothing by mouth, order preoperative intravenous antibiotics. Surgery this afternoon. Implant procedure: incisional herniorrhaphy with mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp06/06239061, 18 x 24] implant date: (B)(6) 2009 (hospitalization (B)(6) 2009) ¿on (B)(6) 2009: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis(es): incarcerated incisional hernia. Postoperative diagnosis(es): incarcerated incisional hernia. History and indications: the patient is a pleasant, 45-year-old, white female who presents with a chief complaint of abdominal pain. CT scan suggests multiple abdominal wall defects. Since the patient had tenderness medially over the partially reducible hernia and no other intra pathology was noted on CT, I recommended to proceed with ventral herniorrhaphy. Operative findings: at the time of operation the patient was found to have multiple midline abdominal defects. The abdominal wall was repaired with an 18 x 24 piece of gore-tex dualmesh plus. Technique: ¿the patient was identified and brought to the operating room. She was transferred to the operating table and placed in a supine position. Routine monitors were placed. Preoperative IV antibiotics administered. The patient was then intubated per the department of anesthesia and inhalational agents were administered throughout the remainder of the case. Foley catheter was sterilely inserted. The patient¿s abdomen was then prepped and draped in the usual sterile fashion. The upper midline incision was initially opened, but during the procedure the entire previous scar was reincised. The incision was carried down to underlying subcutaneous tissue. The hernia sac was identified and followed down to the fascial defect. The peritoneal cavity was entered. The patient had intraabdominal adhesions which were sharply taken down. No enterotomies were made during the procedure. No inflammatory changes in the abdominal cavity were noted. The bowel was viable. However, on palpating the fascia more distally multiple other fascial defects were noted, and 1 fascial defect with an incarcerated loop of small bowel was noted. Small bowel was reduced. The fascia was then opened and all the defects incorporated into the midline incision. Next, the fascia was cleared anteriorly and posteriorly for 3 cm circumferentially. Again the bowel was closely inspected and was found to be completely viable and without any evidence of inflammatory change or enterotomy. Therefore, it was elected to proceed with placement of mesh. The gore-tex dualmesh plus was placed into the wound and was found to provide good coverage of the hernia with at least 3 to 4 cm of circumferential overlap. Using horizontal mattress 0 prolene sutures, the sutures are placed circumferentially full thickness through the fascia. The mesh was used as an underlay. The sutures were then secured, approximating the mesh flush beneath the peritoneum. Care was taken to avoid entrapping any loops of bowel while securing the sutures. Mesh was inspected and found to be intact. Surgical field was inspected and found to be hemostatic. The fascia was palpated, and no additional defects were noted. Subcutaneous tissue was reapproximated with running 3-0 vicryl suture. The skin was then closed with surgical staples. Abdominal binder was placed at the conclusion of the procedure. The patient tolerated the procedure well without complications. Blood loss was minimal. Final sponge, needle, and instrument counts were verified and found to be correct. The patient was awoken and returned to recovery area in stable condition.¿ ¿on (B)(6) 2009: (B)(6) hospital. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 06239061. ¿ the records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/06239061) was implanted during the procedure. Relevant medical information: ¿on (B)(6) 2009: (B)(6) hospital. (B)(6) md. Consultation. Abdominal pain; initially, she thought it could be dumping syndrome. Postoperative day 1; appears to be doing well. Abdominal pain well-controlled, slight nausea. Was diabetic; not anymore after gastric bypass. Impression/plan: status post ventral hernia repair for incarcerated hernia. Anemia, likely secondary to acute blood loss; monitor. ¿on (B)(6) 2009: (B)(6) hospital. (B)(6) md. Discharge summary. Final diagnosis: incarcerated ventral hernia. Hospital course: unremarkable postoperative course with return of bowel function. Tolerating regular diet, having regular bowel movements. No evidence of pulmonary or wound complications. Provided prescriptions for analgesics and antibiotics. Follow up with surgery group. ¿on (B)(6) 2009: (B)(6) hospital. (B)(6) md. Radiology ¿ CT abdomen/pelvis without contrast. Indication: abdominal mass, evaluate for hernia. Findings: since previous examination, has undergone mesh repair of ventral hernia. Impression: large subcutaneous soft tissue fluid collection 9 x 5 x 12 cm overlying the mesh repair of ventral hernia. Possibility of an abscess or hematoma is a consideration. ¿on (B)(6) 2010: (B)(6) hospital. (B)(6) md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: abdominal pain. Findings: irregular fluid collection. In previous study, much larger collection was present in same area; uncertain if this is residual fluid collection with evolving infection or new abscess formation. Impression: a 1.6 x 4.6 x 6.8 cm anterior/inferior midline abdominal wall fluid collection with surrounding fat stranding compatible with an abscess. Rest of the study unremarkable and unchanged. ¿on (B)(6) 2010: (B)(6) hospital. (B)(6) md. Consultation. Abdominal pain status post ventral hernia repair with mesh; did have postoperative seroma and followed in office for this. Underwent previous CT scanning for postoperative pain. Social: quit smoking 11 years ago. Distant history of peptic ulcer disease and diabetes prior to gastric bypass; no problems since that time. Abdomen: soft, nondistended. Abdominal wall fluid collection palpable in subcutaneous tissue consistent with previous recent office examination. No evidence of recurrent hernia, midline abdomen nontender, some mild discomfort to deep palpation right upper quadrant. Imaging: CT revealed postsurgical changes of large abdominal wall hernia repair. In inferior midline abdominal wall is a 1.6 x 4.6 x 6.8 cm regular fluid collection with some surrounding fat stranding. Compared to previous study, much larger fluid collection noted. Impression: abdominal pain primarily in right subcostal region. Fluid collection; abscess cannot be ruled out, although does not have tenderness, induration or erythema of abdominal wall. No leukocytosis, no fevers; not consistent with postoperative abscess. Other possibilities include suture pain, enteritis, biliary issues, etc. Plan: admission for observation. Discussed radiology-guided aspiration of fluid collection to rule out abscess; risk of introducing bacteria creating infected collection. Opted for admission for observation, trial of pain control with anti-inflammatories. If clinically improves, maybe can avoid risks of aspiration. Agreeable to plan; very hesitant to proceed with any invasive intervention at this time. Final option discussed was discharging home on oral antibiotics and pain control; was uncomfortable with this. ¿on (B)(6) 2010: (B)(6) hospital. (B)(6) md. History and physical. Presented to emergency room with one-month history of abdominal pain. Episodic, mainly right upper quadrant; radiating to right flank and back, occasionally to groin area. Associated nausea/vomiting, poor oral intake. History: gastric bypass 2004, hysterectomy 2006. Abdomen: soft, tender right upper quadrant, positive guarding. Old healed surgical scars, no masses. CT scan showed new wall fluid collection compatible with abscess. Impression: abdominal pain; no abscess when CT-guided drainage was tried. Other possibilities include retained gallstones in common bile duct despite cholecystectomy. Peptic ulcer disease, irritable bowel syndrome, recent ventral hernia surgery. Plan: dr. (B)(6) group following. Suggest consult gastroenterology. Re-check labs tomorrow. ¿on (B)(6) 2010: (B)(6) hospital. (B)(6) md. Radiology ¿ ultrasound liver. Impression: normal liver. Dilated common bile duct; possibility of distal common duct stone or stricture cannot be excluded. ¿on (B)(6) 2010: (B)(6) hospital. (B)(6), do. Consultation. Over last 6 weeks or so, had right upper quadrant abdominal pain, nausea/vomiting. Moves bowel regularly. Medical history: remote peptic ulcer disease without recurrence, has diabetes. Surgical history: cholecystectomy with gastric bypass. In 2006, surgery for adhesions; bowel was nicked and they did not catch it. In her words, she developed sepsis then underwent bowel resection. 2009 ventral hernia repair; postoperative seroma now much better. Moderately obese still. Abdomen: obese, soft, point-type tenderness right upper quadrant. Tenderness in hypo-umbilical area; location of known seroma and definitely different than right upper quadrant tenderness. CT scan 1/19 essentially negative except resolving seroma. Ultrasound of liver showed dilated bile duct; question of distal common bile duct stone or stricture. Impression: resolving seroma post ventral hernia mesh repair; pain in periumbilical area and lower quadrant likely due to that. Acute on subacute right upper quadrant pain; history of gallstones in gallbladder 2004. Common bile duct dilatation with possible stone; not seen on prior examinations. Plan: attempt endoscopic retrograde cholangiopancreatography in morning. Anemia; likely iron deficient; do iron studies. ¿on (B)(6) 2010: (B)(6) hospital. (B)(6), do. Procedure report. Procedure: planned endoscopic retrograde cholangiopancreatography with small bowel enteroscopy initially to try to locate the papilla. Impression: procedure changed to just a small bowel enteroscopy with biopsy. Endoscopic retrograde cholangiopancreatography not even in a position to even attempt. Roux-en-y anatomy with roux-en-y gastric bypass with large anastomotic ulcer. History of peptic ulcer disease remotely; question this might be an issue or is it bile related. This could be entire explanation for abdominal pain. Liver function tests negative. Plan: await pathology. Carafate suspension, acid suppression, bland diet, observe closely. ¿on (B)(6) 2010: (B)(6) hospital. (B)(6) md. Discharge summary. Discharge diagnoses: anastomotic ulcer status post small bowel enteroscopy with biopsy, possible irritable bowel syndrome, history of gastric bypass and ventral hernia repair. Admitted with abdominal pain. Lab tests normal. CT scan initially did suspect abscess; however, not correct as nothing could be drained. Afebrile. Seen by gastroenterologist; tried endoscopic retrograde cholangiopancreatography, but converted to small bowel enteroscopy; found anastomotic ulcer. Biopsy did show inflammation; given proton pump inhibitor. Continued to have pain. Evaluated again by gastroenterology; recommended discharge home to follow up with gastroenterologist and primary care physician. ¿on (B)(6) 2010: (B)(6) hospital. (B)(6) md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: abdominal pain. Findings: mesh present in anterior abdominal wall. Small fluid collection; slightly decreased in size and now 1.5 cm x 3.9 cm. Impression: slight decrease in size of fluid collection anterior abdominal wall. No significant interval changes within abdomen. ¿on (B)(6) 2010: (B)(6) hospital. (B)(6) md. Emergency department visit. Abdominal pain, nausea/vomiting, burning sensation. Onset abrupt, pain is epigastric and right upper quadrant. Abdomen soft, tenderness right upper quadrant. Impression: acute gastritis, cephalgia. Plan: discharged home. Follow up primary care provider in 1 day. ¿on (B)(6) 2011: (B)(6) hospital. (B)(6) md. Emergency department visit. Right-sided abdominal pain and left-sided back pain for past 3 days. Nausea, no vomiting or diarrhea. Said she had something similar when she had a ventral hernia repaired last year. Gastrointestinal: soft, nondistended, obese. Tenderness: mild, generalized, epigastric. Midline scar. Impression: abdominal pain, nonspecific. Discharged home to follow up with primary care provider in 1 day. Notes: extensive conversation with patient and daughter regarding nonspecific findings of abdominal pain. Assured her she could come back if worsens. Repeat exam of abdomen soft and nontender; stable since admission. ¿on (B)(6) 2011: (B)(6) hospital. (B)(6) md. Radiology ¿ CT abdomen/pelvis. Indication: pain. Findings: mesh in anterior abdominal wall at level of mid pelvis. Impression: no acute abnormality. Prominence of common bile duct. Infiltrative density, possibly small amount of fluid in subcutaneous tissues at mid pelvis shows partial and further improvement. No bowel dilatation or bowel obstruction. ¿on (B)(6) 2011: (B)(6) hospital. (B)(6) md. Discharge summary. With history of absence seizure, bipolar disorder; admitted with dizziness and syncope. Complaining of nausea and minimal intake. Had fallen at home. ¿on (B)(6) 2012: (B)(6) hospital. (B)(6), pa-c. Emergency department visit. Presents with left anterior rib pain, status post fall 5 days ago. Tenderness with gross palpation of left anterior chest within mid-clavicular line at area of 4 to 6 ribs. Impression: left rib contusion post fall. ¿ (B)(6) 2012 [assigned]: (B)(6) medical center. (B)(6) md. History and physical. Confused, disoriented at home; mental status has changed dramatically. White blood cell counts 12.4. Impression: bilateral pneumonia, altered mental status. Plan: intravenous antibiotics, pulmonary and psychiatric consults. ¿on (B)(6) 2012: (B)(6) medical center. (B)(6) md. Radiology ¿ CT abdomen/pelvis. Indication: epigastric and pelvic pain with nausea, vomiting, diarrhea. Impression: high-grade small bowel obstruction with the point of transition identified just to the right of the midline a few centimeters below the umbilical level. Appears to be just below the lower border of the mesh graft. ¿on (B)(6) 2012: (B)(6) medical center. (B)(6) md. History and physical. Date of admission: (B)(6) 2012. Admitted through emergency room, but we were not called to see the patient; notified this morning. Severe surgical and psychiatric history. Admitted to hospital on several occasions with psychiatric disorder and suicide attempts. On multiple medications. Came in yesterday with severe abdominal pain; found to have some bowel obstruction by CT scan. Nasogastric tube placed; large amount of fecal material obtained. Continues to have pain and nausea. Abdomen soft, obese, scar in midline healed, no hernia. Seems to be tense in abdomen. Tender throughout, no guarding, no rebound. Impression: small bowel obstruction. High risk for having internal hernia and closed loop obstruction. For patient with her history, I cannot risk waiting. Recommend surgery for evaluation. Unfortunately, has had all her surgeries open; this will be a big surgery. Discussed in detail with patient; told her I most probably will have to open her and she is going to have a big scar; I have to go through the mesh to evaluate everything. She fully understands; states she is miserable and pleading for me to help her. Surgery today; have discussed all this including potential for bowel resection. ¿on (B)(6) 2012: (B)(6) medical center. (B)(6) md. History and physical. Multiple admissions for abdominal pain along with multiple bowel surgeries; came in with acute onset of abdominal pain. Initially admitted through emergency room where she was found to have small bowel obstruction [sic]. Kept nothing by mouth, nasogastric tube placed, admitted on medical telemetry. Surgery consulted at that time. Continued to have abdominal pain. Medical history: bipolar disorder, dissociative identity disorder, seizures. Weight 170 lbs. Abdomen tender to palpation, very minimal bowel sounds. CT read as high-grade small bowel obstruction with transition in midline. Impression: abdominal pain, small bowel obstruction, history of multiple abdominal surgeries, hypertension secondary to pain. Plan: nothing by mouth, nasogastric tube, hold home medications. Going for stat surgery. Patient mentions a lot of distress due to pain. Agree this is going to be an open gastric surgery which may leave her with scars. Monitor blood pressure; resume medications post-surgery. Pain managed with dilaudid, nausea with zofran. ¿on (B)(6) 2012 [assigned]: (B)(6) health system. [Signature illegible]. Anesthesia record. Asa 2e [emergency].